Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or battery power loss alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and the customer had high blood glucose level. Customer¿s blood glucose level was 450 mg/dl, at the time of incidence. Customer reported that their blood glucose level over the weekend of incidence was 350 mg/dl. Customer was okay to troubleshoot. The insulin pump will be returned for analysis.